Event description:
On 11/13/06, the customer reported to bsc that during a colonoscopy procedure for a male pt (age unk), the resolution clip device would not release from the catheter during deployment. According to the customer, the clip was "forcefully" removed from the polyp while attached to the catheter. The pt was monitored until the bleeding stopped. A replacement clip was not needed. The pt did no sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
This device has been rec'd by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.